Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device data logs revealed the presence of system fault sf138 indicating a software issue in the management of the breath cycles. The occurrence of sf138 resulted in an unexpected device reset, therefore, the complaint was confirmed. Performance testing could not reproduce the system fault and found that the device performed according to specification. Based on the investigation results and data analyses, it was determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device started up and subsequently stopped ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device started up and subsequently stopped ventilation. There was no patient injury reported as a result of this incident.